Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02april2020.

Event description:
It was reported that during use the ventilator was alarming no oxygen available when attempting to use e cylinders. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and was advised to disconnect from the wall o2 and connect e cylinders 1 at a time. The customer reported that 1 e cylinder would deliver oxygen and the other is alarming no oxygen available. The customer was advised to red tag the suspected bad cylinder and replace it.

Manufacturer narrative:
G4: 29apr2020, b4: 01may2020. H10: b1 and h1 updated: information was received that the issue had occurred before the ventilator was put on the patient for transport. There was no patient harm. It was reported that the issue was with the regulator. The customer reported that a different tank and regulator were tested and it was discovered that the issue was with the regulator. The unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.